Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of dyspareunia ('she has not been able to have sexual intercourse for 10 years'), endometriosis ('endometriosis') and cystitis haemorrhagic ('haemorrhagic cystitis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), cystitis haemorrhagic (seriousness criterion medically significant), allergy to metals ("decomposition of ti (titanium dioxide) caused her to have an allergy that still burns"), haematuria ("she has urinated blood three times"), vaginal infection ("vaginitis") with vulvovaginitis, cervicitis ("cervicitis"), adenomyosis ("adenomyosis"), medical device site pain ("essure burns") and peripheral swelling ("swollen feet") and was found to have uterine leiomyoma ("leiomyomas"). The patient was treated with surgery (uterus and fallopian tubes removed). Essure was removed. At the time of the report, the dyspareunia and vaginal infection had not resolved and the endometriosis, cystitis haemorrhagic, allergy to metals, haematuria, cervicitis, adenomyosis, uterine leiomyoma, medical device site pain and peripheral swelling outcome was unknown. The reporter considered adenomyosis, allergy to metals, cervicitis, cystitis haemorrhagic, dyspareunia, endometriosis, haematuria, medical device site pain, peripheral swelling, uterine leiomyoma and vaginal infection to be related to essure. The reporter commented: essure mutilated her, she had a hysterectomy due to endometriosis which was caused by essure. She also had vaginitis for which she has been unable to have sexual intercourse with her partner for 10 years. She has sequelae. She also confirmed has lost the fallopian tubes and uterus because of the device and that still has side effects. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy vulva - on an unknown date: hyperkeratosis, acanthosis and lymphoplasmacytic inflammatory infiltrate. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 21-nov-2019: the case will be deleted from bayer pv database. Nullification reason: upon receipt of new information it was discovered that this case should have been considered as a follow-up from (B)(4). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of endometriosis ('endometriosis') and dyspareunia ('she has not been able to have sexual intercourse for 10 years') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced endometriosis (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criterion medically significant), haematuria ("she has urinated blood three times"), vaginal infection ("vaginitis"), cervicitis ("cervicitis"), adenomyosis ("adenomyosis"), medical device site pain ("essure burns") and peripheral swelling ("swollen feet") and was found to have uterine leiomyoma ("leiomyomas"). The patient was treated with surgery (uterus and fallopian tubes removed). Essure was removed. At the time of the report, the endometriosis, haematuria, cervicitis, adenomyosis, uterine leiomyoma, medical device site pain and peripheral swelling outcome was unknown and the dyspareunia and vaginal infection had not resolved. The reporter considered adenomyosis, cervicitis, dyspareunia, endometriosis, haematuria, medical device site pain, peripheral swelling, uterine leiomyoma and vaginal infection to be related to essure. The reporter commented: essure mutilated her, she had a hysterectomy due to endometriosis which was caused by essure. She also had vaginitis for which she has been unable to have sexual intercourse with her partner for 10 years. She has sequels. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: the patient commented that essure does not itch but burns, she also commented that had essure for 7 years, when the uterus was removed it was full of endometriosis. Burning and swollen feet events added. By central request, , the event "cervicitis" was added. The event "essure mutilated her" was split and entered in reporter causality comment, the rest "uterus and fallopian tube removed" was entered as specification of surgery. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of dyspareunia ('she has not been able to have sexual intercourse for 10 years'), endometriosis ('endometriosis') and cystitis haemorrhagic ('haemorrhagic cystitis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), haematuria ("she has urinated blood three times"), vaginal infection ("vaginitis"), cervicitis ("cervicitis"), adenomyosis ("adenomyosis"), medical device site pain ("essure burns"), peripheral swelling ("swollen feet") and cystitis haemorrhagic (seriousness criterion medically significant) and was found to have uterine leiomyoma ("leiomyomas"). The patient was treated with surgery (uterus and fallopian tubes removed). Essure was removed. At the time of the report, the dyspareunia and vaginal infection had not resolved and the endometriosis, haematuria, cervicitis, adenomyosis, uterine leiomyoma, medical device site pain, peripheral swelling and cystitis haemorrhagic outcome was unknown. The reporter considered adenomyosis, cervicitis, cystitis haemorrhagic, dyspareunia, endometriosis, haematuria, medical device site pain, peripheral swelling, uterine leiomyoma and vaginal infection to be related to essure. The reporter commented: essure mutilated her, she had a hysterectomy due to endometriosis which was caused by essure. She also had vaginitis for which she has been unable to have sexual intercourse with her partner for 10 years. She has sequels. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: event added: haemorrhagic cystitis. After internal review, assessment for endometriosis was amended. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of dyspareunia ('she has not been able to have sexual intercourse for 10 years'), endometriosis ('endometriosis') and cystitis haemorrhagic ('haemorrhagic cystitis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), cystitis haemorrhagic (seriousness criterion medically significant), allergy to metals ("decomposition of ti (titanium dioxide) caused her to have an allergy that still burns"), haematuria ("she has urinated blood three times"), vaginal infection ("vaginitis"), cervicitis ("cervicitis"), adenomyosis ("adenomyosis"), medical device site pain ("essure burns") and peripheral swelling ("swollen feet") and was found to have uterine leiomyoma ("leiomyomas"). The patient was treated with surgery (uterus and fallopian tubes removed). Essure was removed. At the time of the report, the dyspareunia and vaginal infection had not resolved and the endometriosis, cystitis haemorrhagic, allergy to metals, haematuria, cervicitis, adenomyosis, uterine leiomyoma, medical device site pain and peripheral swelling outcome was unknown. The reporter considered adenomyosis, allergy to metals, cervicitis, cystitis haemorrhagic, dyspareunia, endometriosis, haematuria, medical device site pain, peripheral swelling, uterine leiomyoma and vaginal infection to be related to essure. The reporter commented: essure mutilated her, she had a hysterectomy due to endometriosis which was caused by essure. She also had vaginitis for which she has been unable to have sexual intercourse with her partner for 10 years. She has sequelae. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: the event allergy to metals was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of endometriosis ('endometriosis'), dyspareunia ('she has not been able to have sexual intercourse for 10 years') and haematuria ('she has urinated blood three times') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced endometriosis (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criterion medically significant), haematuria (seriousness criterion medically significant), vaginal infection ("vaginitis"), cervicitis ("cervicitis") and adenomyosis ("adenomyosis") and was found to have uterine leiomyoma ("leiomyomas"). The patient was treated with surgery (uterus and fallopian tubes removed). Essure was removed. At the time of the report, the endometriosis, haematuria, cervicitis, adenomyosis and uterine leiomyoma outcome was unknown and the dyspareunia and vaginal infection had not resolved. The reporter considered adenomyosis, cervicitis, dyspareunia, endometriosis, haematuria, uterine leiomyoma and vaginal infection to be related to essure. The reporter commented: essure mutilated her, she had a hysterectomy due to endometriosis which was caused by essure. She also had vaginitis for which she has been unable to have sexual intercourse with her partner for 10 years. She has sequels. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: patient commented that essure mutilated her, her uterus and fallopian tubes were removed (entered as specification of surgery). On 5-sep-2019: ptc global number provided by: (B)(4). On 5-sep-2019: report from social media. Following events were added: cervicitis, adenomyosis, leiomyoma. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of endometriosis ('endometriosis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced endometriosis (seriousness criteria medically significant and intervention required), vaginal infection ("vaginitis") and dyspareunia ("she cannot have sexual intercourse"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the endometriosis outcome was unknown and the vaginal infection and dyspareunia had not resolved. The reporter considered dyspareunia, endometriosis and vaginal infection to be related to essure. The reporter commented: consumer stated that she had a hysterectomy due to endometriosis which was caused by essure. She also had vaginitis (she is not enable to have sexual intercourse with her partner for 10 years). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.